Manufacturer narrative:
Batch review performed on 22 june 2023. Lot: 2108918: (B)(4) items manufactured and released on 03-aug-2021. Expiration date: 2026-jul-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department: a primary implant of gmk sphere (right knee) was made on (B)(6) 2023. The x ray performed on day 1 post-op shows a radiolucency that could refer to a not properly engaged polyethilene inlay (displaced posteriorly). We do not have information about the clinical status of the patient. At 2-month follow up x ray (on (B)(6) 2023), the radiolucency was clearly shifted posteriorly, suggesting the inlay was completely dislocated. The root cause could be the incorrect engagement of the inlay during the first surgery. The patient underwent a new surgery to revise the insert (on (B)(6) 2023). Additional item involved in the event, batch review performed on 22 june 2023. Gmk-sphere 02.07.1205r tibial tray fixed cemented size 5 r (k090988) lot: 2237788 lot: 2237788: (B)(4) items manufactured and released on 20-dec-2022. Expiration date: 2027-dec-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery performed about 1 month and a half after the primary surgery, due to intra-prosthetic dislocation of the liner from the tibial tray. The liner was not properly engaged during the primary surgery, as shown in the xrays performed 1 day post-op. Liner revised successfully.